Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, a service indicator appeared and the display remains blank. Additionally, the power button led was lit and the lcd display would flash as though the device is attempting to power on but is either locked-up or cannot complete the boot-up cycle. The buttons are also non-responsive and, as a result, the device would not able to provide defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system/memory pcb assembly and determined that the cause of the reported issue was the memory pcb portion of the assembly.